Manufacturer narrative:
Siemens filed the initial MDR on (B)(4) 2012. Additional information: siemens healthcare diagnostics performed in-house testing on five patient samples that were identified having high ee2 values. Two patient samples were at the high end of the assay range and three patient samples were above the assay range (>3000 pg/ml). Each patient sample was processed neat, n = 3. The same patient samples were then processed with x5 autodilute, n = 3. Master curve materials, lot# 94780, were processed as unknowns n = 3 for each level. The two patient samples within the assay range recovered from 2100 pg/ml to 2500 pg/ml and 2100 pg/ml to 2300 pg/ml. The three patient samples above the assay range diluted with values above the assay range. The study did not confirm under-recovery at x5 dilution with the patient samples tested. The master curve material verified the linearity of the advia centaur xp ee2 assay. Based on the information provided, siemens was not able to determine the root cause of the discordance upon dilution observed by the customer for the three ee2 patient samples.

Event description:
False low advia centaur xp enhanced estradiol auto dilution results were obtained by the customer and considered discordant when compared to the undiluted (neat) test results. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant advia centaur enhanced estradiol results.

Manufacturer narrative:
The cause for the discordant advia centaur xp enhanced estradiol result is unknown. The IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis."